Event description:
It was reported that the pump shut off unexpectedly. A replacement pump was sent to resolve the issue. Customer¿s blood glucose level was 104 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.